Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during lead implant procedure, high capture threshold was observed. The lead was not implanted and was replaced. The patient was stable.